Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The percutaneous transluminal angioplasty was performed by contralateral approach. After crossing the lesion with a guidewire, a 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. During procedure, the balloon ruptured at unknown pressure. The procedure was completed with a different device. No patient complications nor injuries were reported.